Manufacturer narrative:
The user reported issue was not confirmed. The pump was not found to alarm system error. It was found to have an lcd display issue, which was not related to the user-reported issue. The pump was repaired and tested to meet specifications on 04/10/2017.

Event description:
The user reported that the pump had a system error while the infusion was ongoing. No patient injury or harm occurred.